Manufacturer narrative:
Patient ID/initials and weight are unknown. Date of event: date of humeral head collapse is unknown; occurred sometime in (B)(6) 2017. PMA / 510k: this report is for an unknown multiloc screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported device was used in the surgery for the proximal humerus fracture on (B)(6) 2017. The fixation was done with the multiloc humeral nail (short). The passive exercise was started to the extent that there was no pain right after the surgery. It was found by the x-ray images on (B)(6) 2017 that there was a humeral head collapse. On (B)(6) 2017, a revision procedure occurred where the nail and screw were removed and replaced. The surgeon commented that the outer wall of the bone had been damaged possible due to the size of the screw head. The patient status was reported as okay. Concomitant device: phn multiloc nail (part 04.016.034s, lot 5940460, quantity 1). This report is for an unknown multiloc screw. This is report 1 of 1 for (B)(4).